Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and the distal end low voltage conductor was fractured from being flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise. Also, the rv and right atrial (ra) leads slack had pulled back and the device was lower in the chest area. The device, rv lead and ra lead were all explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.